Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI:(B)(4) , serial:(B)(6) , batch: a000041199.

Event description:
It was reported that patient was experiencing ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the system was explanted to address the issue.